Event description:
It was reported an animal underwent a veterinary procedure in (B)(6) 2026 and suture was used. During the procedure, problem: breakage in thread length on 3 vicryl jv1024 during the same surgery during dog oophorectomy, the veterinarian uses vicryl jv1024 for ligation of ovarian pedicles. During a bitch oophorectomy in april 2026, when the knot was tightened, the long head of vicryl jv1024 broke in its length. The veterinarian then used a 2th vicryl jv1014 of the same batch; again, when tightening the knot, the long leader of the thread broke in its length. The veterinarian then used a 3th vicryl jv1014 of the same batch; again, when tightening the knot, the long leader of the thread broke in its length. The veterinarian finally used a 4th vicryl jv1014 of the same batch; the ligations could be carried out, without problem on the wire, and the surgery finished. There was no impact on the dog. In the end, 3 vicryl jv1024 of the same batch ruptured during the same surgery. The veterinarian has been using vicryl jv1014 for years. This is the first time she has faced a ¿series¿ of wire breakage. She suspects a quality defect. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number of jv1014? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: "d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "